Event description:
Patient seen in clinic for blinatumomab home infusion bag change. 96-hour bag initiated on thursday, (B)(6) at 16:30. New bag to be started at 16:30 on (B)(6). At 16:20, patient noted to have blood in mediport tubing and on patient shirt. Tubing clamped. Tubing noted to be cracked and leaking at the mediport connection site above the bag check valve. Patient's mediport deaccessed. Patient reaccessed with new needle. New bag started at 16:30.

Manufacturer narrative:
The product was being used for chemotherapy during the time of failure and was therefore discarded. A photo of the crack in the tubing was send to aid in the investigation, however this photo was not clear enough to confirm the complaint or to make any conclusions on root cause. The customer was contacted for a lot number for the product to allow us to conduct a full document review. The customer responded saying the product was stocked in the same bin with lot number 2204047d. The manufacturing and inspection records for lot provided was reviewed for any abnormalities, inconsistencies, or nonconformities that may have caused or contributed to the reported condition. A total lot quantity of 8,000 sets were produced whereas 116 sets were occlusion tested by qc during this production run with no issues identified. Corrective action: the complaint could not be confirmed, and a root cause could not be determined, therefore no corrective actions will be implemented at this time. Complaint data for this issue will continue to be monitored.

Manufacturer narrative:
The device was not returned for evaluation, but the events will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
Patient seen in clinic for blinatumomab home infusion bag change. 96-hour bag initiated on thursday, on (B)(6) at 16:30. New bag to be started at 16:30 on (B)(6). At 16:20, patient noted to have blood in mediport tubing and on patient shirt. Tubing clamped. Tubing noted to be cracked and leaking at the mediport connection site above the bag check valve. Patient's mediport deaccessed. Patient reaccessed with new needle. New bag started at 16:30.